Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had scratches, hinder view and the insulin pump had motor errors. Customer¿s blood glucose level was unknown. Customer also reported cracks in casing near battery, rewind more than once and louder during rewind. Customer declined technical support. The device will not be returned for analysis.